Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The doctor stated that the customer did not know how to program the basal rates or use the bolus wizard feature. The doctor stated that no troubleshooting was necessary, but requested that the customer get more training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.